Manufacturer narrative:
Received 1 silicone catheter only. The reported issue was confirmed as manufacturer related. Per visual inspection a cut 0.50¿ from the bifurcation site was noted on the drainage lumen. The balloon was then, infused with water by way of the drainage lumen and leakage was noted on the cut below the bifurcation area of the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that urine leakage was observed in an area located about 5 cm from the tamper evident seal of the catheter. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was observed in an area located about 5 cm from the tamper evident seal of the catheter. The catheter was replaced.